Event description:
Info received indicates, the head section will drift down when weight is applied to the head section.

Manufacturer narrative:
The facility replaced the head drive motor to repair the bed.